Manufacturer narrative:
H6 clinical code: (no code) lung placement. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "ng [was] inserted using cortrak machine and looked in position but when x-rayed ngt [nasogastric tube] was in the lung. [Local safety standards for invasive procedures] locsip completed on insertion. No feed given and no harm. Anterior view trace looked correct, but the lateral view was a straight line. Nurse suspected it was misplaced but the patient did not cough or desaturate on insertion." Additional information received stating the nasogastric tube was placed in the patient's right lung. The tube placement occurred on (B)(6) 2024 with assistance of cortrak machine. The patient had a tracheostomy in place and was being ventilated. A chest x-ray was performed on (B)(6) 2024 at 21:30. The device was replaced with a 10f cortrak using a cortrak machine.

Manufacturer narrative:
The device history record for the reported monitor unit serial number, 20080331, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 01-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.